Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had leakage when the nurse inserted the IV. Blood leaked out just before the y part.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system had leakage when the nurse inserted the IV. Blood leaked out just before they part.

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up, and in process testing was performed in accordance with the quality plans. Review disclosed three non-related qns were initiated on this lot that would not impact the outcome of the quality of the product relevant to the defect. Received one used nexiva 20ga unit in an opened package from the catalog number: 383537; lot number: 7256671. One photo was submitted for review. Visual/microscopic evaluation: there were bodily fluids throughout the unit and on the catheter adapter. The extension tubing had not adhered to a small portion of the inner wall causing a small gap. Water/air leak test: leakage was observed coming from the area of the nose of the y-adapter. Photo: the photo displayed a nexiva 22ga unit with a red circle around the nose of the y-adapter and the pinch clap. Which was the area of leakage with the returned unit. Manufacturing ¿ the defect leakage at septum (nexiva) was not confirmed with the returned unit. The leakage occurred at the nose of the y-adapter which would be leakage at adapter/tubing junction.